Event description:
The surgeon reported that two driver instruments broke during insertion of the apex post. The post could not be fully seated and a tension band wire was used. The surgeon's opinion was that the patient's bone was sclerotic and did could not prepared properly to accept the post properly.